Manufacturer narrative:
(B)(4). Weight unknown / not provided. Date of event unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 12 failed due to an infection and was removed. Per indicated: sever pain, possible torque necrosis. Implant removed surgical/medical intervention required for permanent damage: no injury to patient other than implant being removed. No permanent impairment. Additional appointment required: yes, for future implant placement. Symptoms as a result of the event: pain and infection.